Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 180-200 mg/dl.

Manufacturer narrative:
Malfunction was verified. Minimum fill issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.